Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced pain in addition to loss of sensory and motor function following the implant procedure on (B)(6)2017. As a result, the doctor performed a laminectomy, evacuated an epidural hematoma and explanted the entire scs system on the same day. The symptoms resolved later.